Event description:
It was reported that the customer had a no delivery alarm during prime on the insulin pump. The customer's blood glucose level was 178 mg/dl. The customer reports the alarm was resolved by a complete set change. The customer was advised to call when occurs in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.